Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 12, and fault ID 12 -0x2071. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reset the pump with instructions from technical support, but the pump would not reset despite using different cables, adapters, and outlets. Technical support verified the pump was within warranty and arranged for a replacement to be sent. Customer was instructed to deplete the pump's battery and return the malfunctioning pump to tandem with the provided return box and pre-paid label. Additionally, the customer was advised to program pump settings and connect their cgm to the replacement pump. Customer acknowledged all instructions and will use mdi as a backup therapy to ensure insulin delivery is not interrupted until the replacement pump arrives.